Event description:
Customer reported that while opening the vials of 8rc209, a laceration occurred and skin was removed from the finger, causing the finger to bleed. Customer reported that the caps of the vials were very tight. Customer also reported that the contents of the vials did not come into contact with the cut. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
User put a plaster on the wound. The wound never came in contact with the contents of the vial.